Manufacturer narrative:
Batch record review: a review of the lot file for a732 was performed. There were non conformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot a732 was performed. There were 5 additional complaints reported for bowl leaks to date for this lot. No trends detected. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer reported a bowl leak that occurred during cycle 2 of the treatment procedure. Customer stated there was a bowl leak alarm in cycle 2, and they noticed blood had leaked from the bowl seal. Customer indicated the leak was visible as a ring on the centrifuge wall at the level of the bowl seal, and would be able to be cleaned easily. The treatment was aborted and no blood was returned to the patient.